Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient has a strong muscle contracture and limb shortening. A prescription form for a revision implant has been received.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative - an event regarding alleged failure to extend as a result of muscle contracture involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which was inserted in june 2016. The surgeon reported that the patient had a fixed flexion of the knee due to muscle contracture as a result the leg is shorter. The CT provided shows that the patient¿s knee joint is in flexion position and there is periprosthetic bone fracture at the distal part of the tibia with plates and the screws fixing on to it. This is probably caused during the previous surgery. In addition, measuring from the original design and the implant length from the bone resection and the femoral condyle, there is no difference in length, indicating that the implant has never been extended. Also measuring from the normal side of the femoral head to the femoral condylar and comparing to the implanted legs it shows that the implanted leg is 50mm short. Therefore, the radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. Complaint history review: there have been 12 other events relevant to this investigation. Conclusions: it is reported that the patient had a contracture following a fracture of the tibia approximately one year previously. The jts distal femur device was reported to be working before the fixed flexion of the knee and that the device cannot be extended because of the rigid soft tissue. It is further reported that the patient had not completed the prescribed exercise regime post implantation no further investigation for this event is possible at this time as no devices were received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. A revision procedure is planned to rebush the device and to release the soft tissue contracture. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that the patient has a strong muscle contracture and limb shortening. A prescription form for a revision implant has been received.